Event description:
Customer called stating that the pump was not beeping when they run out of insulin. They performed the self-test and it did not beep when running the tone test. They also stated that it had been in this condition for the last two months.